Manufacturer narrative:
A manufacturer lot code was not provided.  With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that during removal a u by kotex sleek regular tampon came apart and pieces remained inside.

Manufacturer narrative:
New information: this is a follow up to report a change to brand name from sleek regular to click unknown. Brand name, manufacturer, contact office and manufacturing site, 510k number, follow-up 1, follow-up type.

Event description:
This is a follow up to report a change to brand name from sleek regular to click unknown.